Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition, with no remaining clips. Upon eval, there was no bend in the shaft, the jaws appeared in alignment and the clip retainer, ush fork and jaw clearance were acceptable. The device was returned with no remaining clips present, so it could not be test fired. However, the locking mechanism was not engaged as designed. No lot number was provided, so the device history record could not be reviewed for discrepancies. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that clips were not forming properly. Another device was used to complete the procedure. There was no change to the intent of the procedure. There was no pt injury. This report is being filed for the findings upon device eval. Additional info was requested, but no additional info was provided. A supplemental report will be sent if additional info is received.